Event description:
A customer contacted haemonetics on (B)(6), 2011 and reported a tubing filter leak during the return of saline to the donor on the pcs2 plasma collection system. No donor injury was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4), 2011 and reported a tubing filter leak during the return of saline to the donor on the pcs2 plasma collection system. No donor injury was reported. No operator injury was reported. The machine used (B)(4) during the plasmapheresis procedure was reviewed by a haemonetics field service engineer. The machine was found to be operating within specification, specifically the donor pressure monitor (dpm). A portion of the 620 was returned for eval. A leak identified on the filter. A representative sample 620 was tested to replicate the failure mode. This testing concluded that the only excessive pressure (>1900 mmhg) would lead to this type of failure. Although unconfirmed as the entire tubing set was not returned, the only possibility for this to occur is if the dpm filter on the harness was wet and the blood line was severely occluded. Pictures were submitted by the customer for investigation. The pictures provided show a wet dpm filter. As documented in the operation manual (48092-00 rev b.), "if a dpm filter becomes we during a procedure, the operator should discontinue the procedure." The cause of the tubing occlusion could not be confirmed at this time.